Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button felt stuck. It was advised to revert to a back-up treatment plan. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).